Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular event (pt: vascular compression), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant, lot number a00119840, was reviewed. A lot search was conducted on the reported lot and other similar events were noted. No nonconformances were noted related to this lot.

Event description:
This spontaneous report was received from a us health care professional and concerns a female patient. She was injected with radiesse(+) into cheek (off label use of device), on (B)(6) 2024. Batch number was reported as a00119840 (expiry date: 08/2025). The batch record review was received and the lot number for radiesse(+) was confirmed as a00119840 (expiry date: 08/2025). A lot search in the global safety database was conducted. Half of a syringe was used for the right medial cheek. In march 2024, after the radiesse(+) injection, the patient experienced swelling, bruising and pain in her right cheek. The reporter confirmed a vascular event, most likely a compression issue. Corrective treatment included sterile water, hylenex, massage, heat, steroids, pain meds, hyperbaric o2 and probably antibiotics. On 18-mar-2023, the provider called and stated that she felt there was a slight improvement. On 19-mar-2023, the reporter messaged and stated that the patient was much better that day. Due to the provided information, the outcome of the event was considered as resolving.

Manufacturer narrative:
The event term vascular event was amended to vascular event/occlusion and the coding was changed from vascular compression to vascular occlusion. This case was assessed as reportable to the FDA, as the event vascular event/occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant, lot number a00119840, remains unchanged as before.

Event description:
Follow up information was received on 15-may-2024: the event term vascular event was amended to vascular event/occlusion and the coding was changed from vascular compression to vascular occlusion. The patients initials, date of birth (1976), and weight (ambiguously reported as 175) were provided. She was 47 years old at the time of the event. The patients previous aesthetic treatment included radiesse, as well as juvederm in her lips, and regular treatments with xeomin®. The patients medical history and concomitant medication were reported as none. On (B)(6) 2024, the patient experienced an occlusion. It was identified the following day when she was complaining of swelling. The reporter had her come immediately into the office and then identified there was an occlusion. As a corrective treatment she received nitropaste application, aspirin every 4 hours, 10 hyperbaric oxygen treatments, and bbl treatment to face upon resolution. No relevant laboratory tests were performed. The occlusion resolved efficiently within 3 days and the patient was continued to monitor and follow up daily for 2 weeks (as reported). The outcome of the event was reported as resolved, after 7 days, on (B)(6) 2024 (changed from resolving). In the opinion of the reporter, somehow the position of the needle was just so that it impacted the transverse artery while injecting her cheeks.